Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, post paced t-wave oversensing was observed on the ventricular channel. The oversensing was noted on stored egms. Programming changes were recommended and will be made during patients next follow up. No further information is available.